Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, under the guidance of bronchoscopy with oral tracheal intubation and assisted ventilation, the user checked the balloon after unpacking and found that the balloon had air leaking the endotracheal intubation was replaced immediately. It caused damage to the patient's physical function and delayed in treatment.